Manufacturer narrative:
(B)(6). Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue replaced the safety disk and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), that 5 newly replaced cardiosave intra-aortic balloon pump (iabp) safety disks failed the manifold test. There was no patient involvement, and no adverse event reported. Separate mdrs are being reported for each safety disk.

Manufacturer narrative:
The national repair center (nrc) received the safety disk, a senior repair technician of the nrc inspected the safety disk per the cardiosave service manual with no visual damage observed. The technician installed the disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The technician verified the disk failing for the membrane leak test. The test failed at 10 mmhg; the factory specification for this test is +/- 6 mmhg. The safety disk was sent to getinge production department per procedure. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10. The getinge field service engineer (fse) that encountered the issue replaced the safety disk and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The national repair center (nrc) received the safety disk, a senior repair technician of the nrc inspected the safety disk per the cardiosave service manual with no visual damage observed. The technician installed the disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The technician verified the disk failing for the membrane leak test. The test failed at 10 mmhg; the factory specification for this test is +/- 6 mmhg. The safety disk was sent to getinge production department per procedure. The national repair center received the safety disk, drive side from the getinge production department. Production verified the failure of the disk failing the membrane leak test with a reading of 10 mmhg. The factory specification is +-6. The disk failed testing. Retaining the safety disk in the nrc per procedure.

Event description:
N/a